Event description:
Consumer indicated she had an allergic reaction associated with the use of a tampon. After using a tampon, she experienced nausea, vomiting, hot flashes, cold sweats, a breakout of hives, swelling of the lips and eventually her throat closed. After visiting the emergency room, consumer stated that symptoms returned four hours later. She was prescribed anaprox. The same symptoms returned 12 hours later. Symptoms have now subsided and she is currently taking prednisone and benadryl for itching.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Information from this incident will be included in our product complaint and MDR trend analysis.